Event description:
It was reported that the customer was hospitalized with a blood glucose of 575 mg/dl. The caller stated that the insulin pump stopped working, and the customer had to start taking insulin via manual injections, but that was not working. The caller did not have hipaa authorization, and was advised to have the customer call back to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.